Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer software was updated, and the remaining estimated longevity returned to the normal trend. The programmer remains in use. No patient complications have been reported as a result of this event.